Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient experienced episodes of syncope. It was further reported that the lead was failing to capture during these episodes. Both the lead and device have been replaced. No further patient complications have been reported as a result of this event.